Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019.

Event description:
The customer reported hearing a loud leak noise from inside the unit. No patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 18nov2019. Date of report: 19nov2019. The field service engineer performed an evaluation and found damaged silicone connectors. The field service engineer then replaced the silicon flow valve and blower connectors to resolved the issue. Performed repair to specified requirements and ran performance verification test which the unit passed successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.